Manufacturer narrative:
Initial 1 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced five infusion sets bent cannula events on 27-mar-2026. Blood glucose level was 400 mg/dl at the time of the event and patient experienced polydipsia, urinary frequency / polyuria at the time of the event.